Event description:
It was reported that the intraocular lens (iol) was found to have a crack on half of the optic after implantation. The iol remains implanted and there was no reported patient injury or health damage. A photo was provided for evaluation. No additional information was provided.

Manufacturer narrative:
Patient age or date of birth and weight: unknown; requested but not provided. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter email address: unknown; requested but not provided. Initial reporter telephone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: no complaint product was returned for evaluation. Customer provided photos were received in which two dark lines can be observed on the optic zone of the implanted lens. The nature of the observed phenomenon and potential root cause cannot be determined from a photo evaluation. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.